Event description:
The customer reported that the battery is "broken". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The issue was further clarified as the device failed to power up. The control pca was replaced which resolved the failure. The device passed testing and remains at the customer site.